Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, the keypad was intact but all the buttons responded intermittently to use presses. The keypad was removed to inspect under the contacts and there was evidence of moisture observed under the contacts. Unrelated to the original complaint, the display screen was dim and discolored. The bolus button was unresponsive. There was no damage observed to the bolus button cover. The cover was removed and there was moisture found under the contact and inside the bolus button cover. The pump was opened and there was evidence of moisture found internally on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.